Manufacturer narrative:
Other relevant device(s) are: product ID: 9735571, serial/lot#: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). Analysis found that the bone anchor was in two pieces. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6), called to report that they opened the accessory kit and the titanium bone anchor was cracked. They opened a second kit to continue. Lot 2018031228.